Event description:
It was reported that the ventilator failed pressure transducer test during pre-ue check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pre-use check during the pressure transducer test. The fault was isolated to the turbine module which was replaced and returned for investigation. Information was received stating that the device logs could not be sent for evaluation, pictures showing a technical alarm indicating a turbine module failure and the failed pre-use check was returned instead. Simulated use testing of the received turbine module has reproduced a failure during pre-use check, the turbine and gas supply test failed. This particular failure has been reported and investigated before, a defect turbine in the turbine module caused the unit to fail the pre-use check. Replacement of the turbine resulted in passing the pre-use check. A defective turbine module may lead to a stop of air supply during ventilation. When this error occurs, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
Manufacturer's ref #: (B)(4).